Event description:
Patient brought back to or approximately one month after implant for orif right forearm for failed hardware. The six hole plate broke. The patient stated this happened after he did one push up. Initial surgery was uneventful and uncomplicated.====================== manufacturer response for six hole plate, 6 hole straight 84 mm variax plate (per site reporter) ====================== reporter not aware of sales rep response